Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the date and time was incorrect. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect. A technical support specialist (tss) remotely accessed the station and followed the relevant knowledge article for incorrect device time, verifying the time zone and time synchronization settings, and identified that the system was not synchronized. The date and time were manually corrected, and network time protocol (ntp) settings were configured using the specified knowledge article (appendix 2 ntputil script). Following the configuration, the station time was successfully synchronized and validated. The system functioned as intended after the technical support specialist troubleshot the device.